Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised to allow the battery to fully charge, as indicated by a steady battery (light emitting diode) led, then retest. The customer charged the battery and retested the unit. The unit successfully passed the required performance verification test.

Event description:
The customer reported failed (performance verification test) pvt battery test. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.